Event description:
It was reported by service report that the pt load wheel caster broke off. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load wheel casting.